Manufacturer narrative:
E1 establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise during a therapeutic laparoscopic surgery involving an olympus deflectable videoscope. The procedure was delayed by less than 30 minutes, and it was completed with an olympus back-up device. There was no patient injury reported.